Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device remains in the patient and was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that approximately four and a half months after having an ar-1593 implanted, a patient broke out in an all over body rash. Additional information has been requested. Additional information received on 1/21/2019: the rep confirmed the original procedure performed was a knee arthroscopy, meniscal root rx that took place on (B)(6) 2018. The patient started experiencing symptoms at the end of (B)(6) 2018 after having ar-2324bcc (from ar-1593 implant system / lot: 10215261) implanted. The patient's rash is being treated with triamcinolone acetonide 0.1 % lotion. The physician¿s assistant confirmed that no infection was found, and cultures were taken by an outside office. There is not a revision scheduled at this time. The following arthrex parts were used during the original procedure: ar-4550 / lot: 10218223 (kit was used, but suture button was not implanted), ar-2324bcc implanted (came from ar-1593 / lot: 10215261).